Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, decreased atrial sensed amplitude and failure to capture were observed on the atrial lead. Sensing was not applicable on surface, and the physician assumed it was a junctional escape. Programming changes was performed to turn off the lead. The patient was stable.